Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 622944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irritable bowel syndrome, gastroesophageal reflux disease, hernia, vitamin d deficiency and essential hypertension. Concomitant products included esomeprazole and losartan. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, mood swings, anxiety, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 216lbs. 2 coils exposed in both left and right tubal ostia. Removal details - on (B)(6) 2014 unilateral salpingo-oopherectomy - left side and hysterectomy on (B)(6) 2018 with unilateral salpingo-oopherectomy - right side and diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs was received. Event abdominal pain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 622944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irritable bowel syndrome, gastroesophageal reflux disease, hernia, vitamin d deficiency and essential hypertension. Concomitant products included esomeprazole and losartan. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, mood swings, anxiety and fatigue outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 216lbs 2 coils exposed in both left and right tubal ostia. Removal details - on (B)(6) 2014 unilateral salpingo-oophorectomy - left side and hysterectomy on (B)(6) 2018 with unilateral salpingo-oophorectomy - right side and. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain'). In an adult female patient who had essure (ess205) (batch no. 622944), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: irritable bowel syndrome, gastroesophageal reflux disease, hernia, vitamin d deficiency and essential hypertension. Concomitant products included: esomeprazole and losartan. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems, condition: depression/ psych injury"), mood swings ("hormonal changes, describe: mood swings"), anxiety ("psychological or psychiatric problems, condition: mental anguish/psych injury") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal. Bleeding"), urinary tract infection ("urinary tract infection") and post procedural complication ("post removal complications"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved. And the vaginal haemorrhage, menorrhagia, depression, mood swings, anxiety, fatigue, abdominal pain, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, mood swings, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 216lbs. 2 coils exposed in both left and right tubal ostia. Removal details: on (B)(6) 2014, unilateral salpingo-oopherectomy left side and hysterectomy on (B)(6) 2018 with unilateral salpingo-oopherectomy right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 28.2 kg/sqm. Hysterosalpingogram: on an unknown date, essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: events: "genital haemorrhage, urinary tract infection and post procedural complication" were added. Event: "pelvic pain" outcome was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 622944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irritable bowel syndrome, gastroesophageal reflux disease, hernia, vitamin d deficiency and essential hypertension. Concomitant products included esomeprazole and losartan. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, mood swings, anxiety and fatigue outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. 2 coils exposed in both left and right tubal ostia. Removal details - on (B)(6) 2014 unilateral salpingo-oophorectomy - left side and hysterectomy on (B)(6) 2018 with unilateral salpingo-oophorectomy - right side and diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 25-sep-2019: fu 1, 2 and 3 processed together. Plaintiff fact sheet and medical records received : lot number added. Incident category updated. Reporter information, patient details and product indication updated. Insertion date updated. Removal date added. Essure model number updated to ess205. Events added - mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, fatigue. Severity of pelvic pain updated. Outcome of pelvic pain updated to recovering / resolving. Concomitant conditions added. On 26-sep-2019: fu 1, 2 and 3 processed together. No new clinical information received. Fup of 10-oct-2019 : quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.